Event description:
It was reported via repair work order that the jack cannot be lowered and was stuck raised due to detached actuator rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.